Manufacturer narrative:
Eval summary: the analysis results for the mcl20 instrument found that the instrument was non-functional. The instrument was cycled and would not feed the clips. The clip track was noted to be out of position. Upon disassembly of the instrument the feedbar was bent. No conclusion could be reached as to what may have caused the found damage. The batch record was reviewed and no anomalies were noted during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a radical prostate, the device misfired. Another device was used to complete the case. There was no consequence to the pt.